Manufacturer narrative:
(B)(4). Investigation: the disposable set was unavailable for return and investigation. Run data file analysis was performed by a number of caridianbct field performance team. No unusual process variable was identified and trima accel operated as intended. A conference call between caridian investigators and the customer was initiated on (B)(4) 2010, to obtain the following details: cp high alarm at approx 7 minutes, the operator checked loading, and the lower bearing was unseated. The operator replaced the bearing, but didn't check the lower hex. The run ceased at 10 minutes due to a centrifuge leak alarm, which then lead to the operator hemostating the loop lines in order to stem the leak from the disposable. This artificial line occlusion then caused the failure of the cps during the unloading process. It was determined that there was the strong likelihood that the operator actions as described would induce the cassette leak. A device history record review was performed for the disposable lot number involved in this incident. No abnormalities or deviations were documented that would contribute to this failure mode. Root cause: the most-likely root cause of the initial centrifuge leak was an incomplete seating of the hex on the lower loop sleeve. If this component is improperly seated, it may manifest as repeatedly dislodging the lower braided bearing from the bearing holder. This location was reported to be the leak point within the centrifuge. Conclusion: operator error.

Event description:
This report is being filed as a result of changes to our MDR eval process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required timeframe. The customer reported that they received a leak-detected alarm and the disposable set had broken in the centrifuge. During unloading, the customer noted blood under the cassette plate near the platelet and plasma valves. The customer reports that they were 9 minutes into a collection procedure when they received the alarm. No medical intervention was administered to the donor. Pt identifier info was requested from the customer, but was not provided.